Event description:
A malfunction was reported on a customer's pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump, but the customer could not perform the reset immediately and decided to revert to manual insulin therapy until they could reset the pump at home. The customer declined further follow-up and indicated they would call back if the issue persisted.